Manufacturer narrative:
The returned products were examined under magnification. The fractured screw surface under magnification appeared to be consistent with a ductile fracture. This type of fracture can be due to a gradual overloading event. The only visual issue with the remaining screws and plate were on two of the 2.3 locking screw which had signs of thread wear. Additional mdrs associated with this event: 3025141-2019-00358 follow up 1: screw 1; 3025141-2019-00359 follow up 1: screw 2; 3025141-2019-00360 follow up 1: screw 3; 3025141-2019-00361 follow up 1: screw 4; 3025141-2019-00362 follow up 1: screw 5; 3025141-2019-00363 follow up 1: screw 6; 3025141-2019-00365 follow up 1: plate; 3025141-2019-00366 follow up 1: screw 8.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00358: screw 1, 3025141-2019-00359: screw 2, 3025141-2019-00360: screw 3, 3025141-2019-00361: screw 4, 3025141-2019-00362: screw 5, 3025141-2019-00363: screw 6, 3025141-2019-00365: plate, 3025141-2019-00366: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2019. At some point post op, it was determined that one screw had broke. The plate and the screws were removed (B)(6) 2019 during a revision surgery. The broken half of the screw remains implanted.